Manufacturer narrative:
(B)(4). The fsr began the notice of field correction (nfc) upgrade during a preventive maintenance (pm) on (B)(6) 2016. The centrifugal upgrade worked after a number of attempts. When the fsr went to do the base upgrade, he encountered an error message. The fsr cannot remember specific error message verbiage. The fsr was unable to complete the upgrade and made arrangements to return and complete the upgrade once he had a solution. The customer encountered this issue the next day after the upgrade was attempted. After consulting with ts and verifying that the upgrade card was working properly, the fsr returned to the site and returned the centrifugal to the previous software version until a replacement ccm can be installed and the software upgrade completed for all components.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the centrifugal pump/control module stopped. The revolutions per minute (rpm) dropped to zero for ten seconds. The perfusionist (ccp) brought it back up to speed with no further problems. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on (B)(6) 2016: the ccp stated this was the first time this system was used after the field service representative (fsr) performed some nfc (field correction) work. According to ccp, during cardiopulmonary bypass (cpb) and while delivering a dose of cardioplegia (cpg), he noticed the measured arterial blood pressure of the patient was very low. The ccp looked at his venous reservoir and he noticed it was filling up and he noticed the posted rpm on the centrifugal control module was 0000. According to ccp, he did not press start and simply increased the pump speed and was able to again provide arterial flow. Ccp stated there was no backflow alarm. According to ccp, there were no other issues the remainder of cpb. The system data logs were collected by the fsr and later analyzed by technical support (ts). The logs show that the centrifugal pump was at a speed of 2310 rpm at 10:59:02, while cardioplegia was being delivered, but then the centrifugal pump speed was quickly reduced to 150 rpm. It is likely the speed was reduced with the ccm slider as it would take longer to reduce the speed with the local control knob. As the pump speed was reduced, the cardioplegia pump stopped when the centrifugal motor dropped below coast speed (as configured). The centrifugal pump speed remained at this low speed of 150 rpm for about 30 seconds and then the speed was briefly increased to 528 rpm for about 4 seconds and then the logs show the motor (pump) was actually stopped. The centrifugal motor was re-started 4 seconds later from the local control module and the speed was gradually increased above 1500 rpm (coast speed) in about 8 seconds. As a result, there was little to no arterial blood flow for about 60 seconds. The pump speed was continually increased to prevent rates and no other issues with centrifugal pumping was observed the remainder of the procedure. The logs confirmed ccp observation, that no backlfow alarm occured during this one minute period of low or no arterial blood flow. It is not known if a one-way valve was used in the arterial line of the cpb circuit, but backflow would be prevented with the use of a retroguard valve. The ccp stated the case was completed successfully, without delay and without associated blood loss. There was nothing changed out during the procedure and no harm was observed.

Manufacturer narrative:
The reported complaint was confirmed via log analysis and field service representative's observation. The mismatch of the software version did not cause the pump to stop. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.